Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible infection at the driveline and surgical incision site. There was drainage visible at the driveline and surgical incision site. The patient was treated with medications and the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient injured their ¿wound site¿ with a buckle which resulted in a bruise that was not healing. Later, the patient reported intermittent drainage from an epigastric wound and was started on oral antibiotics medication for their findings of bacteria in their wound. Of note, there was drainage visible at the driveline and surgical incision site. The patient was given a second antibiotics for a ten-day course. One month later, the patient reported a second wound developing above the initial one. The patient went to the emergency department (ed) for complaints of drainage at the driveline site and driveline infection and had a surgical debridement and wound vacuum-assisted closure (vac) for expedited wound healing. The patient was given oral and intravenous (IV) antibiotics. The patient had further debridement after having issues wit h bleeding and wound vac. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including the reported injury at their "wound site, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: - a2. Age at event: corrected from 00039 to 00038 - b3 date of event: corrected from 2022-07-07 to 2022-02-22 - b5 desc evt problem: event description corrected and re-written in its entirety to capture the sequence of events - h6 patient codes (ime/annex e) and imf (annex f) health impact: corrected to include codes related to the adverse events, treatment and diagnosis performed in relation to the event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient injured their ¿wound site¿ with a buckle which resulted in a bruise that was not healing. Approximately four and a half months later, the patient reported intermittent drainage from an epigastric wound and was started on oral antibiotics medication for their findings of bacteria in their wound. Of note, there was drainage visible at the driveline and surgical incision site. Four days thereafter, the patient was given a second antibiotics for a ten-day course. One month later, the patient reported a second wound developing above the initial one. After one month and ten days later, the patient went to the emergency department (ed) for complaints of drainage at the driveline site and driveline infection. The patient had a surgical debridement and wound vacuum-assisted closure (vac) for expedited wound healing. The patient was given oral and intravenous (IV) antibiotics. Three days later, the patient had further debridement after having issues with bleeding and wound vac. The driveline remains in use. No further patient complications have been reported as a result of this event.